Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 102mm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the proximal neck diameter was 27mm and 15mm in length. The angulation of the proximal neck was severe approximately 100 degrees. It was reported that two days from the index procedure a CT revealed a type ia endoleak. The physician decided to intervene by implanting another manufacturer¿s device in the proximal side and the endoleak was resolved. The physician stated that the severe curvature and the short landing zone contributed to this event. The patient will remain under observation and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (anatomy related; highly angulated neck), unapproved use of device (aortic neck angulation greater than 60 degree). Conclusion: inherent risk of a procedure (endoleak), device failure related to patient condition (anatomy related; highly angulated neck),off label-unapproved or contraindicated use of device (aortic neck angulation greater than 60 degree).